Manufacturer narrative:
Block b3: exact date unknown, event occurred over the weekend.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of fever, redness and swelling were noted. The infection was not procedure related and unknown if it was device related. The patient was prescribed on antibiotics and reportedly doing well.